Manufacturer narrative:
(B)(4).

Event description:
On 03/27/2015, abbott point of care (apoc) was contacted by a customer who reported unexpected results on I-stat pt/inr on a patient. There was no additional patient information available at the time of this report. The customer states that return product is not available for investigation. (B)(6). Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on 06/25/2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.